Event description:
It has been reported to philips that when the customer returned to the examination room to turn off the allura device power, the message "not connected to the host" was displayed on the monitor. The system was rebooted and stuck at 00:00, not powering on. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system displayed "not connected to the host" message. The fse tried to reboot the system but it was stuck at 00:00 and was not powering on. The fse found the actual cause of the issue was the memory error on the main pc. The fse removed the memory and replaced it with the memory in another slot to resolve the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.